Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had the ins removed 2-3 years ago but lead is still implanted. Caller is inquiring if pt can have MRI. Pt reports she thinks the ins was removed after the pump was placed but is not positive. Pt reports the ins was removed because it was "malfunctioning" and she couldn't take it anymore. Technical services asked pt to clarify further - pt states the stimulation would be "real accelerated/super charged" and made her buzz all over and she would sometimes lose her balance. Pt states that she first noticed this issue approx. 1 year before the ins was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.